Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel due to a non boston scientific lead that was surgically abandoned with an unraveled coil. Technical services (ts) reviewed the information and noted that the device recorded non sustained ventricular tachycardia episodes due to the noise oversensing. Programming options were discussed. No adverse patient effects were reported. This device remains in service.